Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not complete interrogation. Technical services (ts) was consulted and troubleshooting options were discussed. The health care professional (hcp) reported that the patient experienced a pulsating sensation near the implant site and that the heart rate was at 72 beats per minute. Ts advised on paging a local field representative to identify a possible safety mode condition. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not complete interrogation. Technical services (ts) was consulted and troubleshooting options were discussed. The health care professional (hcp) reported that the patient experienced a pulsating sensation near the implant site and that the heart rate was at 72 beats per minute. Ts advised on paging a local field representative to identify a possible safety mode condition. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not complete interrogation. Technical services (ts) was consulted and troubleshooting options were discussed. The health care professional (hcp) reported that the patient experienced a pulsating sensation near the implant site and that the heart rate was at 72 beats per minute. Ts advised on paging a local field representative to identify a possible safety mode condition. No additional adverse patient effects were reported. This device remains in service.